Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a cortisone injection, the patient experienced hyperglycemia with continuous glucose monitor readings indicating high glucose for about 90 minutes; customer support advised troubleshooting and a potential infusion set or full set change, and a ketone action plan was reviewed. Symptoms included hyperglycemia. Outcomes included resolution of elevated glucose after an infusion set supply change, with the patient later reporting no issues identified with the infusion set, cartridge, or connector. Investigation included customer support assessment and guided troubleshooting. Investigation of this case revealed no confirmed device or component malfunction, with stabilization following a supply change and no additional corrective actions performed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.